Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient appeared discharged at the station due to multiple discharge and readmission messages received from the epic admit discharge transfer (adt) system. A technical support specialist (tss) found that all discharge and readmission activities originated from the epic system were processed by pyxis as designed based on the adt interface messages received. Because of the facility's reverse discharge timeframe was configured to a limited window, the discharged encounter could not be reversed at the time. Further the tss advised customer to set reverse discharge setting to 336 hours which equals to 14 days to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed discharge for admitted patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed discharge for admitted patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.